Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg540000, (B)(4)).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch¿ bi-directional navigation catheter (st) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, they were unable to complete fast anatomical mapping (fam) or build the matrix with the st catheter. The issue was resolved by exiting the study and then re-entering it. The inability to map issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. It was also reported that during the procedure, the patient suffered cardiac tamponade. Pericardiocentesis was performed to remove 700 cc¿s of fluid from the pericardium. The patient was then transferred to the cardiac care unit (ccu) for observation purposes. There¿s no information regarding extended hospitalization, patient¿s outcome, or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.